Event description:
Nursing assistant was moving pt with hoyer lift back into her bed when the pt. Started to swing. The nursing assistant could not stop the lift and the pt toppled over and fell to the floor. Nursing assistant could not remember what position the legs of the lift were in. She stated that the unit just collapsed and pt. Hit the floor.